Manufacturer narrative:
A certain gold-tite hexed screw (iunihg) was returned. Visual inspection of the as received product identified that the screw had fractured horizontally across the threads. There was noticeable wear and discoloration due to usage around the shank and the collar. The hex feature had evidence of wear and debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 . Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Complainant reported that the ¿screw fractured in the patient¿s mouth¿. The complaint was confirmed through visual and physical inspection of the as received product. A root cause could not be determined for this complaint. There are no corrective actions recommended at this time. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Age at time of the event, date of birth not provided. Patient sex not provided. Weight not provided. Not provided. Device manufacture date not available without lot number.

Event description:
Customer reported that the iunihg screw fractured in the patient's mouth. He mentioned that he was able to remove the broken portions from the implant.